Event description:
As reported by the user facility: after anesthesiologist administered anesthetic, he proceeded to remove needle. Approximately 2 inches of the spinal needle broke off in subcutaneous tissue. Anesthesiologist had to make a small incision to remove, fragment retrieved. Additional information received from the facility indicated that the patient suffered no additional adverse sequela associated with this incident.

Manufacturer narrative:
The actual fractured needle fragment and the hub segment involved in the incident were returned to the manufacturer to evaluate. The fragmented piece measured 31mm in total length and a 10 mm portion of the fractured end of the fragment was bent on a 60 degree angle. The hub segment measured 45mm. Incidents of this nature are generally due to the cannula encountering some type of trauma (bone contact), which stressed the part beyond its intended design capabilities. This may be the case in this incident especially, since it appears that the returned portion of the needle was bent on an angle at the point of fracture. The sample and all available information has been forwarded to the manufacturer b. Braun for further evaluation.